Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device arrived at intera oncology on (B)(6) 2025, and is under evaluation. Therefore, once the evaluation is completed a supplemental report will be submitted.

Event description:
Intera oncology was notified by a physician that on (B)(6) 2025, during or pump prep, the or prep kit had a leak between the needle and the tubing. The connection was very tight but there was still leakage.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The returned needle and tubing was tested at intera oncology along with an r&d pump. The needle and tubing set arrived connected from the clinic. The needle was inserted into the pump septum and a 10ml syringe was attached to the tubing set. While attempting to fill the pump, a leak was observed between the needle and tubing set. The needle was removed from the pump and the connection between the needle and tubing set was tightened. The needle was re-inserted into the pump. The pump fill was re-attempted and no further leakage was observed. The reported failure could not be repeated after the connection between the needle and tubing was set was tightened.

Event description:
Intera oncology was notified by a physician that on (B)(6) 2025, during or pump prep, the or prep kit had a leak between the needle and the tubing. The connection was very tight but there was still leakage.